Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced post-operative inflammation. The lens was planned to be explanted but only irrigation of anterior chamber was performed the planned iol replacement was not performed and the iol remains in the patient's eye. The visual acuity was good and inflammatory symptom was improving, the physician considers that the symptom was getting better without iol replacement and thus the iol might not be the cause of the inflammation.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).